Event description:
Healthcare professional reported a xen®45 gts event described as "physical resistance/sitcking, slider did not work well" during implantation in left eye. The surgery has been completed with another xen device. No eye injury noted.

Manufacturer narrative:
Device analysis: the needle guide was observed to be detached from the injector and bent near the middle. The needle was observed to be severely bent at the needle hub. No additional damage was observed. A stent was not observed within the returned packaging. It is unknown whether the stent is within the injector. The injector was observed to be damaged (separated/bent needle guide and bent needle). The complainant did not report damage to the injector. Based on the extent to which the needle is bent, the needle cover and needle guide could not have been properly inserted. The condition of the injector is likely due to handling. Sample investigation: an evaluation for the category/ subcategory of injector ¿ slider resistance cannot be performed per qpp07-01-004-mdc1-r001 (version 6.0). Since damage was observed to the injector and a functionality test cannot be performed. Investigation result: the category/ subcategory of injector ¿ slider resistance is unable to verify since testing could not be performed as described in the sample investigation.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "physical resistance/sitcking, slider did not work well" during implantation in left eye. The surgery has been completed with another xen device . No eye injury noted.